Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, resistance was encountered during insertion of the esheath plus due to calcium in the iliac vessel. The vessel was dilated, and the sheath was subsequently inserted successfully. A photo was provided showing a distal tip tear of the sheath. During valve deployment, the balloon ruptured, reportedly due to the patient's sinotubular junction calcium. Following deployment, the physician was unable to withdraw the ruptured balloon into the esheath plus. An attempt was made to retrieve the balloon by snaring the balloon tip; however, the snare became caught on the balloon, preventing retrieval by this method. The surgeon elected to perform a sternotomy and successfully cut and removed the ruptured balloon from the patient's ascending aorta. The delivery system was then removed as intended through the esheath plus. The patient was reported to be stable and doing well.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.